Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. The device was inflated twice at 24 atmosheres (atm). However,during third inflation at 24 atm, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.